Event description:
Customer reported receiving a motor error alarm during rewind. Customer stated that they were unable to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 150 mg/dl. No further information reported.

Manufacturer narrative:
Unit unable to prime during the prime/a33 test due to faulty fsr.(g) no motor error alarm. Motor passed motor test. Scratched lcd window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.